Event description:
Patient experienced hyperglycemia over the past week. His blood glucose elevated to 400 mg/dl before lunch on (B)(6) 2012. His mother detected air bubbles in the insulin cartridge and completed the prime procedure. His blood glucose was still 400 mg/dl before his afternoon snack, and the infusion set was changed. His blood glucose was 270 mg/dl at 2:00 pm on (B)(6) 2012, and he was positive for ketone bodies and vomited. Patient's mother drove him to the hospital, and he was admitted and treated with endovenous serum and insulin. He was discharged from the hospital in the afternoon on (B)(6) 2012, and they changed the insulin cartridge and restarted the infusion device. His blood glucose had normalized to 160 mg/dl 12 hours after he was discharged. No product will be returned for evaluation, and no additional information was provided.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.